Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially fired with two clips remaining in the channel. There was a clip loaded in the jaw. The distal end of the channel cover was intact. The jaws appear to be co-planar. Functional testing found that the instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired properly on test media with proper formation. The instrument was binding. The ratchet system was not functioning properly. The instrument was disassembled to reveal damage to the ratchet system. It was reported that the clip formation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. It was also reported that component disengaged. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the device contains a ratchet mechanism to ensure that a clip was not allowed to release until a full handle squeeze is applied. Ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze then handles completely can result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open surgical procedure involving the 133650 premium surgiclip iii 9.0, a clip got caught in the main body and came out bent. Additionally, clips disengaged into the cavity of the patient but were successfully retrieved. The surgeon was able to squeeze the handle and the jaws were able to close. The surgery was completed with a new product of the same type. There were no patient injury.